Manufacturer narrative:
Due to character restrictions, event site address: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and found the video cable was faulty. After replacement of the video cable, the device worked normally and passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump (iabp) has distorted screen when the device was turned on. There was no patient involved.